Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose level at the time was 207 mg/dl. Reportedly, customer continued using pump for insulin therapy.